Manufacturer narrative:
(B)(6).

Event description:
It was reported that the fan does not blow much. The device was in use at the time of the event, so the staff used a different ventilator. No patient or user harm was reported. It was reported that the device had an alarm for a low current volume and low o2 pressure. The device is pending evaluation and repair.

Manufacturer narrative:
It was reported that the device had an alarm for a low current volume and low o2 pressure. The service engineer was dispatched; it as reported that leak and function tests were performed, along with preventive maintenance. The service engineer reported that there were no signs of a malfunction found. The pressure and flow values corresponded to the manufacturer's specifications. The device was returned to service.